Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of inappropriate automatic mode switch (ams) due to oversensing of noise and high pacing impedance were observed on the atrial lead. P wave amplitude variation was observed. Lead damage was suspected but was not confirmed visually. The atrial lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.